Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-ipg-pc. Upn: m365sc14160. Model: sc-1416. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator leads had high impedances. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted devices were not returned.